Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient underwent posterior spinal fusion conducted on (B)(6) 2015 with medical instrumentation(screws, etc.) And anterior spinal fusion (replacement of vertebral body) conducted on (B)(6) 2015 with cage. On (B)(6) 2015, post-op, the patient reported pain. The t2 cage was found to be tilted "due to translation of vertebral body". Revision surgery: conducted on (B)(6) 2015, cage was removed and reinserted.the surgeon commented about the tilted cage that the vertebral body moved, and maybe 1above-1below fixation was not enough.